Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacture date is not known at this time. However, should it become available, it will be provided in future reports.

Event description:
It was reported that there was loss of light (image) during a procedure. Please note, the procedure was completed successfully.

Manufacturer narrative:
Alleged failure: shuts down after a few min. The failure alleged in the complaint record was not confirmed/duplicated during the product investigation. The probable root causes could be an issue with the main board. The hardware is of an older revision. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.

Event description:
It was reported that there was loss of light (image) during a procedure. Please note, the procedure was completed successfully.